Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction and cardiogenic shock was implanted with an impella cp device during cardiopulmonary resuscitation of the patient for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient had a loss of pulses in the impella leg. The medical team planned on assessing the patient's neurological function, and if intact would escalate the patient to the impella 5.5 to treat the limb ischemia. No intervention was done for the limb ischemia, and ultimately care was withdrawn and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).